Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant/migration of essure device location of device: left in tubal ostia. Right in uterus") and device expulsion ("migration of essure device location of device: left in tubal ostia. Right in uterus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), hypersensitivity ("rashes consistent with allergic reaction"), allergy to metals ("nickel allergy"), rash ("skin rashes"), alopecia ("hair loss"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), psoriasis ("psoriasis"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and abdominal pain lower ("complication of device insertion-cramping"). The patient was treated with surgery (she had surgery to remove the essure implant), surgery (she had surgery to remove the essure implant) and surgery (laparoscopy.hysteroscopy.removal of bilateral essure devices.). Essure was removed in (B)(6) 2015. At the time of the report, the perforation, device dislocation, device expulsion, hypersensitivity, allergy to metals, rash, alopecia, weight increased, vaginal haemorrhage, menorrhagia, psoriasis, migraine, headache, fatigue and abdominal pain lower outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, device dislocation, device expulsion, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, perforation, psoriasis, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right tube cannulated first without difficulty with 4 trailing coils. Similar procedure on the left with 4 trailing coils diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received:the event abnormal vaginal bleeding, menorrhagia, rashes consistent with allergic reaction, psoriasis, migraines, headaches, device expulsion, nickel allergy, fatigue, cramping added. Reporters,event outcome,lab data added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs"), device dislocation ("migration of implant/migration of essure device location of device: left in tubal ostia.right in uterus") and device expulsion ("migration of essure device location of device: left in tubal ostia. Right in uterus") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2011, the patient experienced pelvic pain ("pain"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced allergy to metals ("nickel allergy") and rash ("skin rashes"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dermatitis allergic ("rashes consistent with allergic reaction"), alopecia ("hair loss"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), psoriasis ("psoriasis"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and abdominal pain lower ("complication of device insertion-cramping"). The patient was treated with surgery (she had surgery to remove the essure implant), surgery (she had surgery to remove the essure implant) and surgery (laparoscopy.hysteroscopy.removal of bilateral essure devices.). Essure was removed in september 2015. At the time of the report, the perforation, device dislocation, device expulsion, dermatitis allergic, allergy to metals, alopecia, weight increased, vaginal haemorrhage, menorrhagia, psoriasis, fatigue and abdominal pain lower outcome was unknown and the pelvic pain, rash, migraine and headache had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, dermatitis allergic, device dislocation, device expulsion, fatigue, headache, menorrhagia, migraine, pelvic pain, perforation, psoriasis, rash, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right tube cannulated first without difficulty with 4 trailing coils.similar procedure on the left with 4 trailing coils discrepancy noted in essure removal date: (B)(6)2014 & sep-2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.2 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion; on (B)(6)2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet received. Events outcome updated for migraine, headache & rashes. Concomitant & historical conditions drugs were updated. Product, patient & reporter information updated. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation of organs'), device dislocation ('migration of implant/migration of essure device location of device: left in tubal ostia.right in uterus') and device expulsion ('migration of essure device location of device: left in tubal ostia. Right in uterus') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In 2011, the patient experienced pelvic pain ("pain"). On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced allergy to metals ("nickel allergy") and rash ("skin rashes"). On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dermatitis allergic ("rashes consistent with allergic reaction"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), psoriasis ("psoriasis"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue"), abdominal pain lower ("complication of device insertion-cramping"), urticaria ("hives"), pruritus ("breast itcch/breast itchiness") and lymph gland infection ("lymph node were infected") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy.hysteroscopy.removal of bilateral essure devices. And she had surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the perforation, device dislocation, device expulsion, dermatitis allergic, allergy to metals, alopecia, weight increased, vaginal haemorrhage, menorrhagia, psoriasis, fatigue, abdominal pain lower, urticaria, pruritus and lymph gland infection outcome was unknown and the pelvic pain, rash, migraine and headache had resolved. The reporter considered abdominal pain lower, allergy to metals, alopecia, dermatitis allergic, device dislocation, device expulsion, fatigue, headache, lymph gland infection, menorrhagia, migraine, pelvic pain, perforation, pruritus, psoriasis, rash, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: right tube cannulated first without difficulty with 4 trailing coils.similar procedure on the left with 4 trailing coils discrepancy noted in essure removal date: (B)(6) 2014 & (B)(6) 2015 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: results: total bilateral occlusion.. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: event was added- hives, breast itcch/breast itchiness, lymph node were infected. Reporter information added on (B)(6) 2020: process with fu5 based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation of organs") and device dislocation ("migration of implant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), rash ("skin rashes"), alopecia ("hair loss") and weight increased ("weight gain"). The patient was treated with surgery (she had surgery to remove the essure implant) and surgery (she had surgery to remove the essure implant). Essure was removed in (B)(6) 2015. At the time of the report, the perforation, device dislocation, pelvic pain, rash, alopecia and weight increased outcome was unknown. The reporter considered alopecia, device dislocation, pelvic pain, perforation, rash and weight increased to be related to essure. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report